Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated the insulin pump was exposed to moisture the customer did not recall any significant events leading up to the alarm. Her blood glucose level was 384 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.